Event description:
It was reported that during a mildly tortuous, heavily calcified, de novo, 90% stenosed, mid to proximal, left anterior descending artery (lad) and a non-tortuous, concentric, de novo, 85% stenosed, mid, right coronary artery (rca) stenting procedure, a xience prime 3.0 x 38mm sds was advanced meeting resistance with the patients anatomy and the proximal shaft broke. The xience prime 3.0 x 38mm sds was removed without intervention. A guideliner was used and a xience prime 3.0 x 38mm sds was advanced meeting resistance with the anatomy and again the shaft bent. The xience prime 3.0 x 38mm sds was removed without intervention. A xience prime 3.0 x 33mm was advanced meeting resistance again with the patients anatomy and the shaft bent. The xience prime 3.0 x 33mm sds was removed without intervention. A xience v 2.75 x 23mm sds was advanced meeting resistance with the patients anatomy and would not cross the lesion. The xience v sds was removed and a non-abbott 3.0 x 24mm sds was used to cross the lesion successfully and be implanted. The guideliner was removed. A new non-abbott 3.5 x 19mm sds was advanced, but would not cross the lesion, the shaft broke, and the non-abbott sds was removed. Another non-abbott 3.5 x 19 mm was advanced with a guideliner and crossed the lesion and after post dilatation with a nc trek bdc, the procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.